Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer were hospitalized due to high blood glucose with blood glucose of 628 mg/dl. Customer's other blood glucose value was 700 mg/dl and 35 mg/dl. It was also stated that insulin pump was not working. The customer was in ICU and brought to the hospital disoriented because of the high blood glucose level. The insulin pump will not be returned for analysis.